Manufacturer narrative:
The device is expected to returned for evaluation. It is not received.

Event description:
The event occurred on an unknown date involving a plum set that leaked carboplatin from the filter. No additional information was provided.

Manufacturer narrative:
Two (2) used list# 142560488 ls prim plumset 0.2 micr flt, p.p. Y-site, pe lind light resist tbg, distal micro tbg 104 in non-dehp reported lot# 896215h were received on june 3, 2019 for evaluation. The reported filter leak was not confirmed by investigation. As received the sets were visually inspected and the material of the filter vents of both returned sets appeared to be in good condition. The returned sets were leak tested per the product specifications and no leaks were observed. The returned sets functioned as required per the product specifications. A batch record review was performed to lot# 896215h, list# 142560488 and no discrepancies that may have contributed to a complaint of this nature were found.